Manufacturer narrative:
Correction to g3: date received by MFR. G3: the correct g3 date is may 27, 2021, previously submitted as april 12, 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. This was observed after use of the device. It was further reported the infusion took 72 hours; however, the expected therapy time was 48 hours. The device had been filled with fluorouracil and saline to a total fill volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 h10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.